Manufacturer narrative:
Device was used for treatment, not diagnosis. The reported lot number, 252853, could not be validated to the reported part number. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a valid lot number the device history records review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from canada reported the following event: it was reported that during an initial unknown surgery, two (2) matrixneuro screwdriver blades did not hold on properly to the screws. A back-up device was used to complete the surgery successfully with no delay. Concomitant medical products: unknown screws (part number unknown; lot number unknown; quantity: unknown. This report is 1 of 2 for (B)(4).